Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 14439041/14435827.

Event description:
It was reported that the patient was admitted to the emergency room for a possible infection at the ipg site. It was noted that suturing at the wound site had become slightly detached and infection was determined. The physician believed that the infection was not device related. The patient underwent an explant procedure. The explanted devices were not returned to bsn.